Event description:
Patient presented to the physician with fluid drainage at the chest incision site. Due to a possible infection, the physician prescribed antibiotics.

Event description:
Update to MDR report number (B)(4): physician prescribed doxycycline antibiotics on (B)(6) 2026. On (B)(6) 2026, patient was prescribed keflex antibiotics. Since 9 apr 2026, three cultures have been obtained, all of which returned negative results. Patient presented back to the physician on (B)(6)2026 with improvement, though mild drainage persisted. An MRI was ordered to evaluate an infection at the implant site, and the physician will re-evaluate.